Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified an internal valve tear on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath exhibited air. When the sheath was in the left atrium and the dilator was removed, the orion mapping catheter was inserted into the sheath, and air was aspirated. Air was observed from the side port and syringe, but not within the sheath when the dilator was removed. After performing suction, no air was observed, even though nothing was inserted into the sheath. At the time of the event, 10-pole electrode catheter was inserted into the coronary sinus when air was observed. Suspecting damage to the hemostatic valve, the faradrive was replaced, and the procedure continued. The procedure was completed and there were no patient complications. The sheath was received for analysis. It was further reported that when inserting the orion mapping catheter into the faradrive hemostasis valve, the orion insertion sleeve was not used and was pulled back toward the faradrive hemostasis valve. Additionally, the spline of orion was in direct contact with the faradrive hemostasis valve. There were no other devices other than dilators, farawave, and orion were inserted in faradrive.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath clear exhibited air. When the sheath was in the left atrium and the dilator was removed, the orion mapping catheter was inserted into the sheath, and air was aspirated air was observed from the side port and syringe, but not within the sheath when the dilator was removed. After performing suction, no air was observed, even though nothing was inserted into the sheath. At the time of the event, 10-pole electrode catheter was inserted into the coronary sinus when air was observed. Suspecting damage to the hemostatic valve, the faradrive was replaced, and the procedure continued. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported that when inserting the orion mapping catheter into the faradrive hemostasis valve, the orion insertion sleeve was not used and was pulled back toward the faradrive hemostasis valve. Additionally, the spline of orion was in direct contact with the faradrive hemostasis valve. There were no other devices other than dilators, farawave, and orion were inserted in faradrive.